Manufacturer narrative:
The pump was received with constant compromised force sensor system alarm during rewind due to motor encoder out of phase. The pump was unable to perform displacement test or functional test due to motion sensor test failure alarm. The pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had motion sensor test failure. The customer's blood glucose level was 117 mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.